Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tissue pad fell off into the pt. It was retrieved. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.